Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The generator interface and fluoro functions boards were reseated. The mainframe battery was replaced. The system was tested and operates as intended.

Event description:
The customer reported a generator error message and that the 8800 system would not boot up. No patient injury was reported.